Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer family member regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that there was an '8474' error code on their personal therapy manager, which indicates a pump reset. There were no reported symptoms and they just changed the drug. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was a low battery reset with an undetermined cause. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The telemetry logs confirmed a pump in safe state and low battery reset had occurred on (B)(4) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no further troubleshooting was performed as the pump was infusing at minimum infusion rate. The patient is booked for an intrathecal pump replacement and the logs show low battery reset on (B)(4) 2017 . The issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2018 indicated the failures were battery failure and pump failure. The patient had injuries of pain, withdrawal, failure of therapy, and surgery. The date of injury was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the device manufacturer without documentation. The logs also showed the pump was delivering morphine 10.0 mg/ml at 0.062 mg/day and bupivacaine 2.5 mg/ml at 0.0155 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-oct-17. The patient's weight was reported. There were no further complications reported/anticipated.